Manufacturer narrative:
The agent reported, patient dislocated. Female 54. Complaint has been evaluated and is similar to report number 1644408-2023-00368; 509-03-032, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to dislocation.